Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read (B)(6). Pt weight: patient weight not available from the site. Replacement tumor resection kit, non-invasive, shipped to site (B)(6) 2013. Suspect device has not been returned to manufacturer for analysis. Medtronic representative performed a navigation system check-out, all areas passed. System functioning normally. Reported behavior could not be replicated.

Event description:
A medtronic representative reported that, while in a craniotomy, the patient tracker and navigation pointer showed red status. This occurred after successful registration of the patient with tracer. In trouble-shooting, an emitter and axiem box were swapped out with one from a different navigation system, however, this resulted in no change in red status. Re-starting the computer and exiting the software did not resolve the issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.